Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, during deployment of a mynxgrip vascular closure device, the advancer tube was not revealed after retraction of the sheath. The device was not saved, therefore, will not be returned for analysis.

Manufacturer narrative:
Additional information is being provided. Complaint conclusion: as reported during deployment of a mynxgrip vascular closure device the advancer tube was not revealed after the retraction of the sheath. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿advancer tube not present¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, the event may have been caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.